Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low as well as high blood glucose level. Customer blood glucose level was 3 mmol/l. Customer current blood glucose level was 20.4 mmol/l due to over correction. The customer was treated with food. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer stated that the auto mode feature was not active at the time of low blood glucose event. The device will not be returned for analysis.